Event description:
A customer in the united states reported burning her finger after moving the slide carousel of the artisan instrument back to the home position. She provided a picture showing a blister on her finger as a result. She applied ice to her finger and confirmed she did not need medical attention. She shut down the unit completely, and it was not in use while waiting for repair. Initially, the customer reported the instrument was beeping and displaying an error message indicating it was not priming or communicating with the hardware. Unbeknownst to the customer, the heater in slide position 1 had remained on and continued heating past the normal temperature since the previous day. When the customer touched heater position 1, she burned her finger. An agilent field service engineer (fse) serviced the instrument and found that the reagent barcode scanner was failing intermittently, leading to communication issues with the dako link workstation. The scanner was replaced, and no issues were found with the heater during testing. No further issues were identified with the instrument. The instrument is fully operational and ready for use. The investigation into the root cause is ongoing. Once the investigation has been completed, or if new reportable information is received, a supplemental report will be provided.

Manufacturer narrative:
D4, primary unique device identifier (UDI) #: di documented as the ivd class I device was manufactured in 2016.

Event description:
A customer in the united states reported burning her finger after moving the slide carousel of the artisan instrument back to the home position. She provided a picture showing a blister on her finger as a result. She applied ice to her finger and confirmed she did not need medical attention. She shut down the unit completely, and it was not in use while waiting for repair. Initially, the customer reported the instrument was beeping and displaying an error message indicating it was not priming or communicating with the hardware. Unbeknownst to the customer, the heater in slide position 1 had remained on and continued heating past the normal temperature since the previous day. When the customer touched heater position 1, she burned her finger. An agilent field service engineer (fse) serviced the instrument and found that the reagent barcode scanner was failing intermittently, leading to communication issues with the dako link workstation. The scanner was replaced, and no issues were found with the heater during testing. No further issues were identified with the instrument. The instrument is fully operational and ready for use. After further investigation with agilent's r&d team, and other relevant subject matter experts, it was concluded that the barcode reader failure and the heater failure are unrelated as the barcode reader has no communication with the heaters. It is believed that an overflow occurred within the artisan instrument causing both the barcode reader and heater control board to short circuit causing the above reported issues. Despite the barcode reader becoming non-functional, the heater control board dried out and continued to operate as intended, without requiring replacement.